Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years 4 months no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017 a low speed alarm was produced while the lvad system was supported on the mobile power unit (mpu). The event occurred while the patient was bent over to tie shoes. The patient reported that the system controller screen initially did not display data; however, the lack of display was transient, and the lvad parameters returned to the screen. It was confirmed that the mpu ac power cable was firmly connected. No clinical symptoms were reported. X-ray analysis by the manufacturer¿s technical service representative did not reveal any areas of concern. It was reported that the patient would utilize an ungrounded power module patient cable, and was discharged to home after the event. No additional information was provided.

Manufacturer narrative:
The evaluation of the submitted system controller log file confirmed the report of pump stoppages and low speed advisory alarms. Following this event, the patient remained ongoing on vad-(B)(4) until the device was exchanged on (B)(6)2017. The explanted pump was returned and evaluated under medwatch MFR. Report # 2916596-2017-01648. Evaluation of the submitted log file revealed two momentary pump stoppages and corresponding low speed advisory/hazard alarms on (B)(6)2017 at 07:37:00 am and 08:25:02 am, lasting approximately 3 seconds each. These events occurred while the system controller was connected to the power module, and the pump ramped up to the fixed speed without issue following each event. Based on previous complaint experience, these conditions could indicate a potential driveline issue. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.